Event description:
A medtronic ent representative reported that the left front castor is sheared off of the fusion navigation system cart. This event was reported outside the operating room and no patient was present.

Manufacturer narrative:
A replacement fusion cart shipped to site (B)(4) 2012. Medtronic inspection of returned cart finds the caster and insert have pulled out of the base of the cart.